Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 5.5mm target lesion was located in the left main (lm) artery. A 4.00 x 8 synergy¿ drug-eluting stent was implanted in the target lesion. Due to the diameter of the lesion, the physician used a 5.0 x8mm nc emerge balloon catheter to dilate the implanted stent and it was noted that the middle of stent was deformed. After intravascular ultrasound (ivus) was checked, the physician post dilated the lesion with a 5.5x12mm nc emerge balloon catheter and the procedure was completed. No patient complications were reported and patient's status was stable.